Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection of the device revealed contamination in the pneumatic block the pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination of the device pneumatic block. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf 101) related to pressure measurement there was no patient harm or serious injury reported as a result of this incident.